Event description:
Today was the first time I used the alarm on my little girl. She is a bedwetter and I purchased a product for her so she could stop wetting the bed. It says that the product is highly effective in curing bedwetting in children of all ages. My daughter turned (B)(6) in (B)(6) this year and I put it on her when she was taking a nap. When I returned, she had swallowed the battery door that is at the back of the alarm. All this happened in just 15 minutes. She likely woke up and played with the alarm and then ate the battery door. It could have been life threatening for her if I was not there. She chocked on the battery door. It took about a minute to get it off from her. She was crying frantically. The package does not say its not for children. I wanted to bring this urgent matter to your attention.